Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr). However, during preparation of a triclip xt, while loading the clip into the clip introducer (ci), the device was pulled quickly and a little too aggressively, and immediately the clip became stuck on the ci, and it was observed that the clip introducer tip was torn. Therefore, the device was not used and was replaced. One clip was then inserted and deployed on the tricuspid valve. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult retraction resulting in torn ci (material split, cut or torn) appears to be related to user technique of inserting ci over clip. There is no indication of a product issue with respect to manufacture, design or labeling.